Manufacturer narrative:
E1 initial reporter first name: (B)(6). B5: updated.

Event description:
It was reported that thrombosis occurred. On (B)(6) 2020, the patient was enrolled into the flxibility study. Prior to the index procedure, 300 mg aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged with aspirin and clopidogrel. On (B)(6) 2020, transesophageal echocardiography (tee) review revealed laminar thrombus on the atrial facing surface of the watchman flx device; the size was not available. At the time of the event, the patient was on aspirin and clopidogrel. It was further reported, that the thrombus was reported in error. There was no thrombus noted on the (B)(6) 2020, tee.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombosis occurred. On (B)(6) 2020, the patient was enrolled into the flxibility study. Prior to the index procedure, 300 mg aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged with aspirin and clopidogrel. On (B)(6) 2020, transesophageal echocardiography (tee) review revealed laminar thrombus on the atrial facing surface of the watchman flx device; the size was not available. At the time of the event, the patient was on aspirin and clopidogrel.